Event description:
Customer reported the display was dark during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. System operates as intended.